Manufacturer narrative:
D4 - model and catalog numbers.

Event description:
It was reported that the item was not getting pressurized. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. No physical damaged was found on the device. A normal operation check confirmed that the cuff did not inflate. The complaint was confirmed. Root cause of the issue was attributed to a leaking cuff. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The cuff was replaced. Device passed functional tested after repair.